Event description:
A customer reported that unexpected negative reactivity was obtained with capture-r ready-screen (pooled) test wells for a donor sample with a history of having anti-e.

Manufacturer narrative:
A visual review of the result files on the neo showed that reactions appeared as reported by the instrument. The customer was referred to the limitation section of the package insert which states that antibody screening tests employing pooled reagent red blood cells will not be as sensitive as those incorporating the red blood cells of unpooled single donors.